Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the patient's site irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
Patient reported requesting nurse attention while inpatient in the hospital for an irritation at the pod site. The nurse determined the site had blistering around pod site. It was also noted that scarring was present as result of irritation. No additional information was provided.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No issues were found that would result in irritation. The pod was found to have completed sterility within specification.